Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system had multiple stored ventricular episodes that were requested for review. Technical services (ts) analyzed device episode data and found that these episodes were inappropriate due to t-wave oversensing by the right ventricular (rv) lead. This resulted in inappropriate anti-tachycardia pacing (atp) being delivered during one episode. Ts advised for lead revision. No adverse patient effects were reported. Currently, this ICD system remains in service.